Manufacturer narrative:
The electronic logfile was available for investigation. Based on the information stored therein, the case in question was started at 3:39pm on the reported date of event using manual ventilation (man/spont). At 4:22pm, when also the patient was connected to the device, the user switched to volume af mode. Just from the beginning the device alarmed repeatedly for apnea. Minute volume leaks up to 5.5 l/min were measured and stored in the log. It is likely that the patient was disconnected and flipped over at this time. Ventilation remained unstable, until some high airway pressure peaks up to larger than 100 hpa were measured at 4:29pm. The apollo generated a corresponding pressure high alarm. The apollo is designed to protect from harmful airway pressure and reacted in accordance with it¿s implemented safety concept as it opened the pressure relief valve, shut down automatic ventilation and switched to man/spont while generating a ventilator fail alarm. The case was continued using manual ventilation until 4:37pm, when the device was switched off and back on again. After the following reboot and completion of self-test routine the device was fully functional again and the procedure was continued in volume af mode without any further anomalies. The reported event could be reconstructed exactly by means of the information stored in the electronic log file. The observed loss of automatic ventilation was a result of excessive airway pressure, that has probably occurred in connection with movement of the patient or external forces applied to the patient¿s chest. The investigation has not revealed a device failure. The apollo detected the excessive airway pressure and reacted as specified to protect from harmful pressure.

Event description:
It was reported that during a back procedure case, the apollo displayed a ventilator failure. The patient was on his/her back and the failure occurred after the users temporarily disconnected him/her to flip him/her over. The head crna came in and initiated manual ventilation of the patient before power-cycling the apollo which then passed both the automatic self-test routine including leakage tests. The patient was reconnected to the machine and the case was completed without any patient consequences reported.